Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process and is getting stuck at the self test screen. In this state the device would be inoperative and defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.